Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain and a metal reaction. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This legal case re-opened due to the receipt of medical document i.e. Primary and revision operative report and chart sticks. It was reported six years post implantation of a right birmingham hip this patient started to experience increasing right groin and hip pain resulting in a steady decline in mobility and function. His physician reported the patient had an increase in cobalt and chromium ion level (not provided). In addition, the physician reported a CT that demonstrated ischial and pubic peri-acetabular osteolytic defects as well as a moderate inflammatory collection on his pre-operative MRI (not provided). On may 12, 2018, this patient underwent a revision due to pain and a metal reaction. Intra-operative revision findings; there was significant scarring within the pseudocapsule. The patient's hip was stiff. 10cc of relatively clear appearing synovial fluid was aspirated and sent to the lab. An extensive synectomy was performed circumferently around the pseudocapsule. All of the wear debris was removed. There was extensive osteolytic bone loss that extended down into the ischium as well as anteriorly down into the pubis. Due to the size of the osteolytic defects the surgeon had to do allograft bone grafting. The birmingham hip was well fixed to the proximal femur with no evidence of gross loosening of the component. The results of the gram stain on both the tissue and fluid was rare white blood cells were seen and no organisms were seen. The surgeon reported the patient had a significant blood loss during the procedure and was transfused with two units of blood. The clinical information provided is consistent with reactions from metal debris. However, without the images, the explanted device and metal ion levels, the root cause cannot be concluded. Additionally, without the explanted device it wasn't shown that the complaints were related to the device. The impact to the patient beyond the revision cannot be concluded. No further clinical medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain and a metal reaction.